Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: a 68-year-old female with postcardiotomy cardiogenic shock and a pre support clinical presentation consistent with scai stage e underwent attempted placement of an impella 5.5 device via a left axillary surgical cutdown. The impella encountered resistance preventing smooth passage and eventually was aborted. Based on the information provided, the impella 5.5 was not successfully delivered due to anatomical limitations of the patient¿s axillary artery, which prevented the device from navigating the required turn. Further evaluation will be performed if the product is returned for analysis. The patient survived.

Manufacturer narrative:
D1 brand name was updated. D3 and g1 manufacturer fax were added as they were inadvertently omitted from the initial report. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance (delivery issue) : the cause of the delivery issue is patient condition related to patient's anatomy.